Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, and the reported aortic insufficiency (ai) event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had aortic insufficiency (ai) on an unspecified date and was discharged on (B)(6) 2019. It was reported that patient was admitted for an unrelated stomach virus which did not reveal anything on (B)(6) 2019. It was reported that patient was transferred on (B)(6) 2019 for further ai management. Echo from (B)(6) 2019 showed that left ventricle size enlarged and moderate ai. Patient was treated with furosemide for ai and volume overload on (B)(6) 2019. No further information was provided.